Event description:
Information was received from a patient via healthcare provider who was receiving fentanyl 6000 mcg/ml via an implantable pump for non-malignant pain indications for use. It was reported that the patient was having troubles with their personal therapy manager (ptm) and it took a long time to connect. The patient was having a lot of pain too. The healthcare provider (hcp) stated that they were able to help patient deliver a bolus shortly before the call, but it took 3-5 minutes for it to work. The agent reviewed steps to clear the data from the handset. The hcp was then able to connect to the pump without delay. The troubleshooting steps that were taken on the call resolved the issue.

Manufacturer narrative:
Continuation of d10: product ID a820 lot# serial# unknown. Product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.